Event description:
Approximately 1 year and 1 month post cypher stents implant, the male patient presented to the hospital with chest pain. Coronary angiogram was completed, and thrombus was observed in all three cypher stents. Consequently, balloon angioplasty was attempted. However, only the guidewire was able to pass through the thrombus; the balloon was unable to pass. Therefore, balloon angioplasty was not conducted. The patient's heart failure became worse and endotracheal intubation and intra-aortic balloon pump (iabp) was placed. Twelve days post event, the patient was transferred to another hospital for heart disease and coronary artery bypass graft surgery with was completed subsequent day.

Manufacturer narrative:
Further information was provided with regards to the index procedures as the following: the index procedure was an emergent case due to unstable angina. The 1st diagonal lesion was characterized as de novo, concentric, bifurcated, and ostial classified as type c. The lesion length was 20mm, and the vessel diameter was approximately 3.0mm. Predilation was conducted with a 2.5x15mm balloon at 10 atmospheres for 30seconds, and a cypher 3.0x18mm stent was implanted at 18atmospheres for 30 seconds. A branch of the 1st diagonal lesion was de novo, concentric, bifurcated and ostial and classification was a type c as well. However, this lesion length was unknown, but the vessel diameter was approximately 2.5 to 3.0mm. Predilation was conducted with a 2.5x15mm balloon at 10 atmospheres for 30 seconds, and a cypher 2.5x18mm was implanted at 18 atmospheres for 30 seconds as y-stenting with cypher 3.0x18mm stent. Postdilation was conducted with a 2.5x15mm balloon at 14 atmospheres for 30 seconds. Intravascular ultrasound (ivus) was conducted. Preprocedure thrombolysis in myocardial infarction (timi) flow grade was 2. The residual of stenosis was 25% with no improvement in timi flow grade 2. Note: act was not measured. Subsequent procedure was completed 12 days later and this was an elective case to treat a lesion of the mid left anterior descending (lad) artery. The lesion was a de novo and chronic total occlusion and classification of the vessel was type c. The lesion length was 30mm with a vessel diameter of 3.5mm. Predilation was conducted with two balloons, 1.3x10mm at 14 atmospheres for 30 seconds and 2.5x15mm at 12 atmospheres for 30 seconds. A cypher 3.0x23mm was implanted at 14 atmospheres for 30 seconds twice. The ostium point of the cypher 3.0x18mm and 2.5x18mm stents were crushed with the cypher 3.0x23mm stent. Post-dilation was not conducted, and as well, ivus was not conducted. Preprocedure, timi flow grade was 2. The residual stenosis was 50% (which was subsequently confirmed) and timi flow improvement to grade 2. Act was not measured. Anti-platelet therapy regimen was noted as the following: aspirin 100mg/day: (for a period of approx 15 months 2007 - 2008). Ticlopidine hydrochloride: (for a period of about approx 7 months in 2007). Clopidogrel sulfate 75mg/day: (approx 8 months between 2007 and 2008). The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us. This is one of three devices involved with this event, which is associated with mfg report numbers: 9616099-2008-02026 and 9616099-2008-02027.